Event description:
It was reported that a user experienced hyperglycemia while using an ilet after a supply change, with the device remaining on the fill-cannula prompt and therefore not delivering insulin until guided to complete cannula fill. Symptoms included elevated blood glucose of 253 mg/dl. Outcomes included transient hyperglycemia without alerts or alarms and without need for medical intervention. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed incomplete cannula fill was preventing insulin delivery, with the specific cause of the hyperglycemia remaining unclear. It was concluded that the event was related to use error with unresolved root cause for the hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.